Event description:
Fire involving a oxygen conserver and oxygen tanks. Patient (B)(6) was slightly injured, did not require medical attention. Trailer had fire and smoke damage. At this time unknown cause for the fire, evidence indicates possible smoking by patient.

Manufacturer narrative:
Reported that there was a fire with a conserver. No reportable injuries, but fire and smoking damage, to dwelling. Photos of conserver were sent, showing fire damage, but the conserver and tanks have not been inspected by us.